Event description:
It was reported a physician implanted an x-stop device into a pt. The "device was placed lateral to the spinous processes in a line between the facet joints and just posterior to the transverse processes." Upon review of the post-operative x-ray, it was noted that the x-stop was malpositioned. One week post-op, the pt had experienced relief of symptoms. The physician elected to leave the device in place. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company rep.